Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, high out of range pacing impedance and noisy signals. Review of the ra lead trending shows this has been occurring since approximately mid (B)(6) 2021. The health care professional (hcp) did not indicate any plans to revise lead at this point and technical services (ts) discussed considering to change mode based on patient pacing need. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed approximately 50 millimeters (mm) from the terminal end. Only the proximal segment was returned. Induced explant damage was also noted to the coil and insulation and setscrew marks were noted in the correct location on the terminal pin. The returned segment passed electrical continuity testing, indicating the conductors were intake, with no fractures present. Laboratory analysis of the returned segment did not identify any lead characteristics that would have caused or contributed to the reported noisy signals, high out of range pacing impedance measurements, and undersensing noted in the field.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, high out of range pacing impedance and noisy signals. Review of the ra lead trending shows this has been occurring since approximately mid october 2021. The health care professional (hcp) did not indicate any plans to revise lead at this point and technical services (ts) discussed considering changing mode based on patient pacing need. No adverse patient effects were reported. This ra lead was explanted and returned for analysis as the patient was diseased. No allegations were made in relation to the patient's passing and this event.